Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that when the patient woke up, she noticed her infusion set tubing was broken and separated at the connection area to the luer lock. A blood glucose level of 400 mg/dl was reported, but no ketones were noted. Multiple daily injections were needed. Of note, no damage to the packaging was noticed when first upon. No permanent injuries occurred.